Manufacturer narrative:
FDA correction/ removal reporting no.:3005423519-10/12/2021-001-r. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: left asymmetry, and surgical intervention explantation date: (B)(6) 2023 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent primary breast augmentation with 230cc mentor smooth round high profile on the right side and with 250cc mentor smooth round high profile on the left side and experienced right side capsular contracture; baker grade IV, and had bilateral surgical intervention to add volume. The patient has consulted with the healthcare professional. Diagnosis was confirmed after physical exam. The devices will be explanted on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.